Event description:
Following an interventional procedure using a 7 fr. Sheath, the physicians attempted arteriotomy closure using the closer s tsl 6 fr. Device in the pt's right femoral artery. Before the 7 fr. Sheath was exchanged, a small hematoma (approx. The size of a walnut) was present at the puncture site. The closer s was used, and slight ooze was present post-procedure. Manual compression was held until a pt bed and a fem-o-stop were available. The pt was moved from table to bed with manual compression; then the fem-o-stop was placed on the right femoral artery. Hemostasis appeared to be achieved. The pt remained in the catheterization lab. For approx 15-20 min. Longer before being moved to ccu, at which time the pt's groin still appeared okay. After arriving at ccu, a hematoma the size of a small orange was noticed in the pt's right thigh, below the puncture site (not around the puncture site). The fem-o-stop was removed and manual compression was held. The physician was called who then called for a vascular consult. The pt was later taken to the operating room for vascular surgery to the right femoral artery with a proximal tear of the artery. The cause of the tear was not noted or dictated at this time. The pt did receive 3 units of blood. Pt is okay and was moved to less acute floor on 11/2001. It should be noted that the closer s is indicated for use in 5 to 6 fr. Access sites.